Manufacturer narrative:
A complete manufacturing and material records review for the device pvs23, sn (B)(4) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer for investigation, no further investigation was possible at this time. However, based on the medical judgment received, the root cause of the reported regurgitation was attributed to a device mis-sizing. Device discarded.

Event description:
On (B)(6) 2020, a perceval pvs23 implant attempt occurred. The device was explanted intraoperatively due to significant regurgitation detected at the transesophageal echocardiogram (tee). It was decided to change the valve to a conventional, tissue heart valve (details unknown). The patient/user reportedly not affected, with a good outcome after surgery, and was already discharged. Per the medical judgment received, the root cause of the reported regurgitation was attributed to a mis-sizing.